Event description:
It was reported that during preparation for a prostate photovaporization procedure, there was a fracture in the middle part of the fiber, showing the red light at the break point. Due to this, the procedure was completed using another fiber. There were no patient complications.

Event description:
It was reported that during preparation for a prostate photovaporization procedure, there was a fracture in the middle part of the fiber, showing the red light at the break point. Due to this, the procedure was completed using another fiber. There were no patient complications.

Manufacturer narrative:
The device was not returned for analysis; therefore, no visual or functional testing was able to be completed. However, the media provided by the customer, confirmed there was signs of fiber broken. With all the available information, boston scientific concludes that the reported event of fiber break was confirmed based on media inspection. Based on limited information, the investigation findings do not lead to a clear conclusion about the cause of the reported event therefore, this event is being assigned a probable cause of cause not established.